Manufacturer narrative:
Correction: h6 (health effect clinical code 1). MFR# reference: (B)(4). Please reference report 2032546-2024-00138 for the report associated with device one (1) of two (2).

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and no stents were found. The stent deployment button motion was functioning as intended, and the device was able to actuate all remaining positions. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of x-ray images for the linked manufacturing index on the device housing revealed that the accepted injector contained a straight splayed trocar and two (2) stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. Of note: only one (1) of two (2) devices was returned for evaluation. It was not specified whether the returned device is associated with the report of broken trocar. Please reference report 2032546-2024-00136 for the report of a broken trocar associated with device one (1) of two (2). MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference report 2032546-2024-00138 for the report of a broken trocar associated with device one (1) of two (2).

Event description:
It was reported that the trocar tip "twisted and broke" in the angle during the implantation of one (1) of two (2) stents from a trabecular microbypass stent system. Per report, an additional device was used to successfully complete the procedure with a total of two (2) stents implanted in the operative eye. There was no report of patient injury. The report also noted that the sclera was "too hard" due to blockage. The information provided by the reporter listed two (2) different device identifiers; however, the report did not specify which device is associated with the broken trocar. Therefore, glaukos is reporting the two (2) devices out of an abundance of caution. Additional information has been requested. This report references the report of a broken trocar associated with device two (2) of two (2).